Event description:
The hospital reported that during preparation for a coronary artery bypass grafts surgery, the first heartstring seal cracked while loading the seal into the delivery tube. The surgeon continued the procedure with a second seal. But after deploying the seal into the aorta and while the surgeon was removing the delivery tube from the aortotomy, the tension springs pulled on the seal and unraveled it. The surgeon used a side biter clamp to complete the procedure. No other pt complications were reported by the hosp. This report is for the first seal that cracked and subsequent seal was used to attempt completion of the procedure.